Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00beg, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown, lot# serial# unknown, product type: unknown. (B)(4).

Event description:
Follow up information received reported that the patient still had problems with their device therapy but was working with their doctor and was waiting for a date for an appointment. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received later indicated that patient had been having problems with her neurostimulator for the past couple of months. The patient stated her neurostimulator (ins) seems to have moved and it was now affecting her bowel movements. This had been going on for the past couple of months. The patient noticed ins had moved about 3 months ago and originally thought it was the programmer, a new one sent to her, but that was not the problem. The patient was implanted with ins on the right side, but in order to get a reading, it had to be done on the left side. It was noted that when the patient would try to use her programmer, nothing was happening; it would not read ins on either side. The patient followed up with health care provider (hcp) and they were able to get somewhat of a reading on the right side and that was when they realized that ins had moved. Patient made appointment with hcp 3 weeks ago but was cancelled on her way to the appointment.

Event description:
It was reported that the patient programmer wasn¿t working and had no telemetry. The patient was seeing the poor communication screen on the programmer and they started seeing this 3 or 4 days ago. The patient got the poor communication screen both with and without the antenna attached and they had tried new batteries. The patient had a loss of therapeutic effect and wanted to use their programmer to switch programs because they had a little bit of a problem. The patient¿s symptoms returned about a week ago and the onset was sudden. The patient was ok if they were sitting, but if they started to walk the urine flowed out. The patient had not had any falls or trauma. The next day it was reported that the patient received a new programmer and was getting the poor communication on the programmer screen. They tried syncing with and without the antenna and got the same screen and the programmer could not communicate with or without the antenna. The patient was using new batteries in the programmer. The new programmer the patient received needed to get all the programs inside of it and they would be meeting at their healthcare provider¿s (hcp¿s) office. The patient was working with the hcp¿s office to program the device. In (B)(6) 2014 the patient discussed with their hcp about their change in symptoms and the therapy not working like it used to. The implant felt like it was not working correctly or all the time and they thought maybe it moved. The hcp said the patient would not get 100 percent relief from the therapy and the implant would not move. All of a sudden the patient had a great big leak of urine 5 or 6 days ago. They used to get almost perfect to 90 percent therapy, but now the patient was getting about 70 percent relief. The problem was more during the night than the day and the setting seemed to be too strong sometimes. The patient was on their feet a lot and was not sure if that could jar things loose. The patient cleaned out everything and couldn¿t find the book. The programmer antenna was damaged. The patient thought it may be their implant and was scheduled to see their hcp next week. A replacement antenna was not sent out. Analysis of the original programmer found that the complaint was unverified and the device tested ok. The antenna jack was replaced for preventative maintenance. C100. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.